Manufacturer narrative:
The event of the torn leaflet, which was reported to cause valvular regurgitation, could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2015, a 23 mm sjm trifecta valve was successfully implanted in a patient with a history of hypertension. On (B)(6) 2021, the patient presented with severe aortic regurgitation. The device was removed and replaced with a 23 mm perimount magna ease valve to resolve the event. Upon inspection of the explanted valve, a non-calcific tear was observed on the right coronary cusp leaflet. The surgery was completed without complication. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable and has been discharged.